Event description:
Patient was revised on (B)(6) 2013 (reported separately) due to a corail stem that was undersized and loose. The patient stated that it is difficult to walk on his new implant and he can feel his greater troch through the skin. The patient is demanding the stem be removed. X-rays and bone scan both came back with normal results. Surgeon advised patient and his family against revision and ordered a psychiatric evaluation on patient, who is (B)(6). Due to the patient and family's persistent request, the patient was revised.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised on (B)(6) 2013 (reported separately) due to a corail stem that was undersized and loose. The patient stated that it is difficult to walk on his new implant and he can feel his greater troch through the skin. The patient is demanding the stem be removed. X rays and bone scan both came back with normal results. Surgeon advised patient and his family against revision and ordered a psychiatric evaluation on patient, who is hiv-positive. Due to the patient and family's persistent request, the patient was revised. Doi (B)(6) 2013 - dor (B)(6) 2013 (right hip). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.